Manufacturer narrative:
H10: h2, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the instructions for use found warnings about possible hemorrhage. A review of risk management files found that the reported failure was documented appropriately. Without the requested medical information, neither the root cause of the reported bleed nor patient impact can be determined. Per subsequent e-mail, the staff disposed of the device the day of the procedure. Therefore, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors that could have contributed to the reported event include: 1-loss of function, inadequate hemostasis (post-operative). If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the doctor suffered a primary bleed with the coblation halo wand. The event happened after surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.